Event description:
It was reported to philips that the system was unable to boot up, stalling at 00:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Analysis of system log file showed voltage error in r-cabinet. Upon troubleshooting, fse found that there was an issue with power supply that was sharing the power to the host pc. To resolve the issue, fse replaced the power distribution assembly and returned it to philips for further analysis. But the cause of the power distribution assembly failure could not be conclusively determined by the supplier¿s part analysis. There were two pre-occurrences, where the fse replaced the host pc. However, after replacement of power distribution assembly, the system was returned to use in good working order. The codes were updated based on the investigation outcome.